Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient obtained blood glucose results of 19.0 mmol/l and 8.0 mmol/l, within 5 minutes, on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.